Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Age at time of the event unknown / not provided. Gender unknown / not provided. Weight unknown / not provided. A tool hex sst 1.25mm 22mm (hxl1.25) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a fractured tip. Device history record (DHR) review was completed for the subject lot number (2021050030). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2021050030) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
The doctor reports that the screwdriver broke cleanly during the tightening procedure. The doctor reports that the patient did not suffer any negative impact on his health and that the procedure was concluded with another tool due to investigation results, it was confirmed that the driver tip fractured.